Manufacturer narrative:
The covidien customer support replaced the analog interface (ai) printed circuit board (pcb). The unit passed all testing an operated within the manufacturing specifications at the time of service. The returned analog interface pcb (ai pcb) was reported to have exhibited the following failure: error code kb0016. A failure investigation test ventilator was used for this investigation. The functionality of the test ventilator was verified by successfully running the following test: post (power on self test), calibrations, est (extended self test) and sst (short self test) as detailed in the 840 ventilator service manual. A visual inspection was carried out on the returned component, no anomalies were observed. The ai pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator passed post and no errors were recorded in the diagnostic logs. Ran calibration, est and sst procedures without any errors. Put the ventilator into ventilation mode for minimum of 24 hours. On review of the ventilator diagnostics logs no errors were observed. No alarms were observed while on rest. Conclusion: no fault found. (B)(4).

Event description:
Covidien received information from a customer is the USA stating that an 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event.